Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant of a leadless implantable pulse generator (ipg) there was a pacing problem, increased/ high thresholds and decreased r wave sensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.